Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It was later reported by physician that the catheter was explanted as a precaution. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient was experiencing headaches. On (B)(6) 2015, the patient's peritoneal catheter w as explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.